Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump suddenly shut off. Customer stated that he did not receive any battery alarms and the display was blank the morning of the call. Customer changed the battery four times but the device would not stay on for very long. Blood glucose value was 150 mg/dl. The customer also reported the insulin pump alarmed battery our limit after changing the battery but the batteries were not out of the device greater than duration allowed. During troubleshoot, the customer inserted a new battery in less than a minute and the insulin pump did not alarm battery out limit. Customer requested the insulin pump to be replaced. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected blank display noted and no battery out limit alarm noted. All operating currents are within specifications. The insulin pump passed self test and displacement test. However, the insulin pump had cracked reservoir tube lip and minor scratched lcd window.